Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited jumpy shock lead impedance measurements from 0 ohms to above 200 ohms. Technical services (ts) was consulted and recommended evaluation options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and this ICD and rv have been replaced. The ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited jumpy shock lead impedance measurements from 0 ohms to above 200 ohms. Technical services (ts) was consulted and recommended evaluation options. This ICD system remains in service. No adverse patient effects were reported.